Manufacturer narrative:
Method, results codes: updated: work order search: no similar complaint types reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the lens was explanted due to excessive vault, elevated iop, significant reduction of ica, refractive surprise, loss of bcva, pigment dispersion, unreactive pupil (fixed), glare/haloes, blurred vision, and iris atrophy. The lens was exchanged for a shorter lens, same diopter. The problem was resolved. As of the date of MDR submission, the lens has not been returned.